Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. Additionally, the right atrial (ra) lead failed to capture. The physician explanted and replaced the pm and ra lead. The patient condition was stable.